Event description:
The distributor contacted heartsine to report that their AED could not be powered on or off. Failure to power on a device may prevent or delay defibrillation, which could cause an adverse event. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault, as upon receipt the device failed to power on. The fault was attributed to corrosion on the metal contact pads beneath the on/off button dome on the membrane pcb. The corrosion observed within the membrane, on the membrane tail and on the screws of the device would indicate the device had been stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. No patient involvement.